Event description:
A patient underwent a port placement procedure using the groshong s/l catheters. Post the procedure, a catheter was removed for a patient with age and comorbidities. After the removal procedure, on the following day, the patient returned complaining of chest pain radiating down his left shoulder/arm. The patient was discharged. Later, the surgeon identified while checking mr, that the retained fragment that consists of the distal groshong catheter tip containing the embedded reinforcing wire was still present in the patient.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one catheter stylet segment was returned for evaluation. Visual evaluations were performed on the returned device. The catheter stylet hub was noted to be missing from the proximal end. The segment was noted to be bent throughout. The edges of the proximal end of the stylet were noted to be jagged, and the nature of separation was noted to be straight indicating that the catheter was trimmed when the stylet was still inside the catheter which is against instructions for use. Therefore, the investigation is inconclusive. The root cause was traced to be use related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the groshong s/l catheters. Post the procedure catheter was removed for a patient with age and comorbidities. After removal procedure, on the following day the patient returned complaining of chest pain radiating down left shoulder/arm. The patient was discharged. Later surgeon identified while checking mr that the retained fragment that consist with the distal groshong catheter tip containing the embedded reinforcing wire still present in the patient. The current status of the patient was unknown.